Manufacturer narrative:
No testing methods were performed as the device was not returned for eval. No results available as the device was not returned for eval. Device was not returned for eval.

Event description:
The tip in the surgical marking pen is too pointed and sharp. When surgeon went to mark the skin, it cut the pt.